Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 174 mg/dl. The customer was able to resolve the no delivery alarm by doing a complete set change. However the customer states the no delivery and button error alarm are reoccurring. The customer states the button error alarm occurs while sleeping, but they were able to clear the alarm. The customer states the button error maybe from holding the buttons longer than 3 minutes. Troubleshooting advised the customer to monitor the pump. The device will not be returned for analysis.